Event description:
The doctor wanted to drain the biliary tract by inserting zso-7-12. In the process of unfolding the pigtail with a straightener to pass the zso-7-12 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent and the wire did not pass.. (Pr 370778 user error incorrect size wire guide used). So, they used the new zso-7-12 . They did not change the guide wire. (Pr 372707 incorrect size wire guide used with second replacement). Note: incorrect size wireguide used with all devices. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to completion of the investigation on 23-nov-2022

Manufacturer narrative:
Device evaluation: 1 x zso-7-12 device of lot c1935030 involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2022-00561). Document review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c1935030 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1935030. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1935030. To ensure conformity of all batch release products, pack qc procedures verify that "the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. This led to issue reported and caused the pigtail to become bent. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, this occurrence was prior to patient contact. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to a correction to update the annex g code and an update of the completion of the investigation on 17-aug-2023.

Manufacturer narrative:
Device evaluation: 1 x zso-7-12 device of lot c1935030 involved in this complaint were not available for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2022-00561). Document review: prior to distribution zso-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-12 of lot number c1935030 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1935030. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1935030. To ensure conformity of all batch release products, pack qc procedures verify that "the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. This led to issue reported and caused the pigtail to become bent. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, this occurrence was prior to patient contact. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.